Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under eval. When the device eval is complete, a f/u report will be submitted.

Event description:
The customer reported that the jaws would no longer open after being applied to tissue. A grasper was used to remove the device from pt tissue. There was no tissue damage, blood loss, or pt injury.